Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing t waves, as noted on the real-time electrogram (egm). It was later reported that the patient was inappropriately shocked for continued t-wave oversensing (twos) as the cardiac resynchronization therapy defibrillator's (crt-d) t-wave discrimination feature did not withhold therapy. Rv lead sensitivity was reprogrammed but intermittent twos was still observed. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.